Manufacturer narrative:
The patient sample was received for investigation. The investigation was unable to confirm the customer's elecsys troponin t gen 5 results. The investigation's results were significantly lower than the results reported by the customer. The patient sample was tested for interferents using the heterophilic blocking tube (hbt) treatment; no heterophilic antibody interferents were detected. The investigation reviewed the data set provided by the customer: the qc results were within the specified ranges. The alarm trace contained numerous sample-related alarms, indicating a sample quality issue. The field service engineer reported that the customer has poor sample preparation. The investigation determined the event was due to a preanalytic issue at the customer's site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
Sections a2, a3a, b3 and b7 were updated. Clarification was provided as to which results were from the standard application of the assay and which were from the stat version of the assay. On (B)(6) 2025, the result from the standard application was 17.2 pg/ml. The result from the stat version was 5.43 pg/ml. The repeat result from the standard application was 7.1 pg/ml. The repeat result from the stat version was 10.3 pg/ml. On (B)(6) 2025, the result from the standard application was 13.3 pg/ml. The result from the stat version was 7.5 pg/ml.

Manufacturer narrative:
The e801 module serial number was (B)(6).

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested with elecsys troponin t gen 5 on a cobas 8000 e 801 module. The customer is questioning the results between the standard application of the assay and the 9-minute (stat =short turn around time) application of the assay. An example of discrepant results was provided for 1 patient sample. The initial result was 17.2 pg/ml. The repeat result was 7.1 pg/ml. The repeat result was 13.3 pg/ml. It was not provided which results were from the standard application of the assay and which were from the stat version of the assay.